Manufacturer narrative:
Evaluation codes method: a device history record review was requested for the reported meter serial number. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. In addition, the reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. In addition, the reported readings were found in the meter's memory.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 21 mg/dl and 139 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device being reported in this submission is an abbott product that is marketed internationally. This report is being submitted for purposes related to same/similar reporting regulations. All pertinent information available to abbott diabetes care has been submitted.